Event description:
It was reported that a pump keypad has an inoperable on/off key. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of the on/off key is inoperable. Evaluation found the pump to power up, navigation, and pump run, however has limited keypad operation due to intermittent keypad response of the on/off key caused by a failed keypad. The remaining keys were functioning as expected. The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.